Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: blood : unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional confirmed exchange with no complaint against the device. Healthcare professional later reported "lymphadenopathy" confirmed via MRI. Device has been explanted and replaced.